Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through claimant's counsel that allegedly the patient underwent right total hip arthroplasty on (B)(6) 2009 and was implanted with an lfit anatomic cocr v40 femoral head and subsequently developed progressive hip pain with elevated cobalt and chromium levels. The patient was revised on (B)(6) 2021 and the surgeon noted "femoral head and trunnion were coated in a dark black substance" with removal of all components.